Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 17 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had low hemoglobin levels on (B)(6) 2018 and received a unit of packed red blood cells (prbcs). There was no indication of bleeding on (B)(6) 2018, however, a note on (B)(6) 2018 stated some bleeding on the cvc line and some blood in the patient's urine with low hemoglobin and hematocrit readings. Another unit of prbcs was given to the patient and the bleeding resolved on (B)(6) 2018. On (B)(6) 2018, the patient was transfused with another unit of prbcs due to a hemoglobin of 6.6 g/dl. The patient had epistaxis on (B)(6) 2018. 2 more units of prbcs were given to the patient on (B)(6) 2018 for a total of 5 units because the patient continued to have low hemoglobin levels. The patient was taking aspirin and warfarin at the time of the event. No further information was provided

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported events could not be conclusively determined. Bleeding is listed in the instructions for use as an adverse event that may be associated with the use of heartmate 3 lvas. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.